Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient experienced ineffective stimulation. System diagnostics determined high impedances on the lead. Reprogramming was tried, which resolved the issue at the time. However, the issue recurred. Surgical intervention was undertaken wherein the physician determined the lead was fractured. Consequently, the lead was explanted and replaced which resolved the issue. Reportedly, effective therapy was restored postoperatively.